Manufacturer narrative:
The device was received at zoll medical corporation for evaluation. Review of the log confirmed charges occurred, but defibrillation was not delivered due to a pads lead fault. The issue appears to be related to improper connection of CPR pad accessories, specifically, the CPR adapter was likely not connected to the multifunction cable (mfc). Cable ID changes observed in the activity log support this conclusion. The device and accessories were returned, tested, and found fully functional. All tests, including bench testing and defib cycling passed with no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.